Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they have been experiencing high blood glucose levels. The customer mentioned that they believe that their insulin pump was not delivering insulin. Customer's blood glucose level at the time 240mg/dl. No additional information was provided.